Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the customer's insulin pump alarmed a no deliver. Customer stated she was able to clear the alarm, but the insulin pump went into rewind sequence by itself and is stuck in the loop. Customer also stated the buttons are unresponsive. The blood glucose reading was 272mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.